Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, resistance was felt when removal of the device from the scope was attempted. Force was applied to the device but it could not be removed from the scope and the device was removed from the patient together with the scope. The procedure was considered complete with the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The evaluation of the returned device revealed an additional failure mode, that the clevis arms were bent. This event has been deemed MDR- reportable, based on the investigation results.

Manufacturer narrative:
(B)(4) (stuck in scope). The device was received separated into two pieces. The distal portion of the device presented with clevis arms bent and coil elongated. A functional test was not able to be performed due to the condition of the returned device. The condition of the returned incident device could have led to the reported condition of stuck in scope. During the evaluation, the clevis arms were found to be bent. The dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4)